Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 389033, lot# j0348811v, implanted: (B)(6) 2003, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748951, serial# (B)(4), implanted:(B)(6) 2003, product type: extension. Product ID: 389033, lot# j0348811v, implanted:(B)(6) 2003, product type: lead. (B)(4).

Event description:
The consumer reported via the manufacturer representative that they had an infection after the last replacement. The system was explanted and the issue was resolved at the time of this report. The indication for use was arachnoiditis. No device issues reported. If additional information is received a follow-up report will be sent.